Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The following sections were updated/corrected updated: b4, b5, d4, g4, g7, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 010000664 g7 pps ltd acet shell 54f lot#: 6587009. The event was confirmed with product received. Visual inspection also found the liner to be in good overall condition with a few minor defects. No damage was observed to the barb or scallops. The outer radius exhibits minor surface blemishes and scuffs. A small nick or ding exists at the apex of the outer radius. The location does not allow that portion of the liner to come in contact with the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00365.

Event description:
It was reported that while implanting the liner into the acetabular shell, the surgeon noted it does not lock in place. He tried several times and finally decided to remove the shell. The surgery was completed with an alternate device. No adverse consequences were reported.